Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as neither the device's log nor the claimed part were available for further analyze. The correction of field g2 report source was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative corrected report source: foreign, distributor.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).